Event description:
In 2005 surgery done to correct forearm deformity on a pt. Md used a mini-fixator and threaded k-wires. Approx 3 weeks later md noted 2 broken wires in the same clamp. A revison surgery was done to replace the k-wires with larger ones. Md feels breakage due to pt's age and activity level.